Event description:
Literature was reviewed regarding midterm outcomes of minimally invasive aortic valve replacement via right lateral minithoracotomy. The study population included 348 patients. Multiple manufacturer¿s devices were implanted in the study population; patients were implanted with a medtronic mosaic bioprosthetic valve and avalus bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: respiratory insufficiency, acute kidney injury, cerebrovascular accident, surgical site infection, perivalvular leakage, atrial fibrillation, structural valve deterioration, prosthetic valve endocarditis and congestive heart failure. It was reported that post implant of these valves, some patients had prolonged hospital stay, reexploration, blood transfusion and pacemaker implant. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: akira furutachi., et al.. Midterm outcomes of minimally invasive aortic valve replacement via right lateral minithoracotomy. Innovations (phila) 20(1) 48¿ 56 2025. 10.1177/15569845241308005 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.